Event description:
Related manufacturer reference number: 2017865-2025-91295. It was reported that patient's right ventricular and right atrial leadless pacemakers exhibited an error message when trying to utilize i2i communication. No intervention was reported. Patient did not have any symptoms.